Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, during the procedure, the "flap" on the rectal temperature monitor (rtm) broke and the rtm was not staying in position correctly. The temperature was fluctuating and the physician aborted the procedure. There were no patient complications and the patient's condition was reported as "fine".

Manufacturer narrative:
The suspect device, a prolieve temperature monitor was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined.